Event description:
It was reported that shaft break occurred. The 60% stenosed target lesion was located in the mildly tortuous left anterior descending artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for use. However, during procedure, the proximal shaft of stainless steel hypotube was broke in half inside guiding catheter and the broke was approximately 30cm from the hub. The device was completely removed and another nc balloon catheter was used to complete the procedure. There were no patient complications reported.